Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Delivery system not returned. Iol returned pressed against three(3) posts of the lens case base resulting in deformation of the iol. Solution is dried on both surfaces of the optic and one haptic. The other haptic is broken/torn and not returned. Unable to conduct dimensional testing due to condition of returned sample. Delivery system not returned. The product investigation could not identify the root cause for the reported complaint "lens damaged probably by the injector" as only the iol was returned for evaluation. No delivery system was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. Dimensional testing could not be conducted due to condition of returned sample. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an iol implant procedure, the lens was damaged probably by the injector. There was no reported patient harm. Additional information has been requested.